Event description:
Information was received from a patient who was receiving dilaudid (hydromorphone) via an implantable pump for non-malignant pain in dications for use. It was reported that "since the implant," they were never getting any relief and the therapy never helped. The patient stated that the managing did a dye study and told the patient the catheter had moved and that was why the patient was never getting any pain relief in the neck. On june 19th, they had a catheter revision and then the physician has been increasing the medication since about the 2-week post operation visit which still has not been helping. The patient saw the physician on monday, and they increased the number of boluses or the medication strength of the bolus.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2023: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 15-mar-2025, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.